Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify "the device didn't close the vein during surgery": did the device cut but not staple? Was there bleeding that was controlled with suture? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Response received: after firing, because of some staples were not closed, pressured bleeding occurred. The device both cut and stapled, but some staples didn't close. Suture was used on vein. The patient is okay. There was no patient consequence after surgery. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Three reloads were reported to be involved. Did all three reloads experience the same issue (some staples were not closed, pressured bleeding occurred on the vein)? Please explain. If no, why are 3 reloads being returned?

Event description:
It was reported that during a lobectomy procedure, the device didn't close the vein during surgery. The surgery was prolonged, the vein was sutured.

Manufacturer narrative:
(B)(4). Batch number: p5867u. The analysis found that one pve35a device was returned with no apparent damage and with two cartridge reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: 3 reloads were reported to be involved. Did all three reloads experience the same issue (some staples were not closed, pressured bleeding occurred on the vein)? The incident happened on the first firing. If no, why are 3 reloads being returned? It wasn't seen in the firings done afterwards but the veins were already tied so it might not be seen. That's why the devices were sent. Pressured bleeding occurred on the first cartridge, but the veins were tied so it was not clear.